Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. An oer-pro was used to reprocess the subject scope. Although the reprocessing procedure review was not reviewed, based on the investigations, insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
As part of the post market study, the scope was sterilized and returned to the service center for evaluation. A visual inspection was performed on the scope's instrument and suction channels and found no signs of foreign material or stain. There was no sign of foreign material or stain found on the external areas of the insertion tube, bending section cover, and distal end. The scope passed the leak test. The asset scope was repaired and returned to stock. A review of the asset scope's instrument history records indicates the scope was last returned for service on (B)(6) 2019. The cause of the reported positive culture cannot be determine at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The device was not returned to olympus for evaluation. As part of the post market surveillance study, an olympus clinical endotherapy specialist (ces) was dispatched to the user facility to review the sampling technique of the sampler and the facilitator who took the sample from the scope. There were no deviations found during the audit. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for brevundimonas diminuta after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
As part of the post market study, the re-culturing test was performed and found sample was tested negative.